Manufacturer narrative:
UDI for concomitant product: (B)(6). Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to fluid discharge and infection which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator experienced post-implant complications, including infection at the device site and fluid discharge. It was noted that the patient was not healing. The patient was hospitalized and treated with antibiotics and supportive care. Due to these complications, the implanted system was explanted. The patient healed well after the procedure. They reported having a clotting or platelet disorder, which was which was not caused by a product malfunction and received several rounds of antibiotics. No further complications were reported.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006. UDI for concominent device: (B)(4).

Event description:
It was reported that the patient with this neurostimulator experienced post-implant complications, including infection at the device site and fluid discharge. It was noted that the patient was not healing. The patient was hospitalized and treated with antibiotics and supportive care. Due to these complications, the implanted system was explanted. There were no additional patient complications.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006. UDI for concomitant product: (B)(4).

Event description:
It was reported that the patient with this neurostimulator experienced post-implant complications, including infection at the device site and fluid discharge. It was noted that the patient was not healing. The patient was hospitalized and treated with antibiotics and supportive care. Due to these complications, the implanted system was explanted. The patient healed well after the procedure. They reported having a clotting or platelet disorder, which was which was not caused by a product malfunction and received several rounds of antibiotics. No further complications were reported.